Event description:
The customer reported that he was in the hospital for something not related to diabetes. However, he stated that he has been experiencing high blood glucose levels for the past three weeks. The customer declined troubleshooting. The customer stated that he knows the insulin pump is not working, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.